Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
This is an international report of a the homechoice (hc) machine that sounded a system 2240 alarm during I-drain. The patient was connected to the machine. Home patient (hp) reported error code 2240 after he connected to hc. The hp told the technical service representative (tsr) that he pressed go before connection to hc. The tsr had the hp close all clamps and disconnect from the hc. Tsr then had the hp cycle power on hc. The tsr told the hp that he needed to start with new supplies. Hp stated he was not going to do a new setup and would call his nurse in the morning. No clinical consequences for the patient were reported.